Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer acknowledged the alarm and resumed insulin, and the case was closed as no further assistance was necessary.